Event description:
A nurse was starting an IV using chloraprep from IV kit. The nurse squeezed to dispense liquid from sponge and cleansed the patient's hand. It scratched the patient twice. The chloraprep pad was checked and could feel something rough pointing through. We did not report at the time, but have since received a letter from the manufacturer that this is a possibility "one per million" uses. They have sent a letter on use of applicator to prevent this "rare event".